Manufacturer narrative:
We checked the returned unit and confirmed that the suction channel stuck accessory/object. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the suction channel. In addition, we confirmed that the bending rubber cut, the light guide fiber bundle (lcb) defective, and the segment hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0588 (channel)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.